Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2022-15236, 3006705815-2022-15237, 3006705815-2022-15238. It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the system was explanted.

Manufacturer narrative:
The report of ineffective stimulation was not confirmed. Visual inspection of lead a found it was returned complete. Analysis of lead a found it passed end to end continuity, output resistance and inter-channel continuity testing.